Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to sound abatement foam and became degraded and caused the patient to have kidney cancer. The medical intervention that the patient received in response to the event is currently unknown. Pms results: the device may have caused or contributed to the reported event. However, there is insufficient information related to: sn of device/device information, device use and maintenance, timeline of events, relevant past medical history, and medical intervention information. At this time, we are unable to make attempts to obtain additional information given the legal involvement in this case. Should additional information be obtained at a later date, please send it to the pms clinical expert for further review. Otherwise, no further action is required. There is no customer information, hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a updated report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this updated report will be filed. Section h6 updated in this report.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop kidney cancer. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.